Event description:
Nurse called for pt in the hospital. Pt had surgery in 2006 (type of surgery not provided). Pt wore her infusion device during surgery and in post op. 2 days later pt began to have elevated blood glucose readings (202, 216, 273, 300, 282 and 263 mg/dl). The pt changed her infusion headset and tubing before the elevations in her blood glucose occured. Nurse stated that she believed that the pt has not been bolusing for the food she has been eating while in the hospital. The only symptoms the pt was experiencing was the inability to urinate. The nurse stated that she administered a 16 unit insulin injection to the pt to reduce the elevated glucose results. At the time of the call, the pt's blood glucose was 140 mg/dl. No pt will be returned.